Event description:
Add'l info rec'd on 5/8/2014 from a rptr for report (B)(4): pt called to give f/u info. She stated she had a cat scan done on (B)(6) 2014, ordered by her gi doctor, due to extreme pelvic pain. Pt stated on (B)(6) 2014, the results of her cat scan showed both essure coils in her uterus. She said her gi doctor told her the coils had migrated into her uterus.

Event description:
I had the novasure ablation in early 2008. My doctor said that I needed permanent birth control due to the risks to mom and baby if I ever got pregnant after I had the novasure done. He recommended the essure. Since I had the essure I have gained over 80 pounds, difficulty concentrating, pelvic pain radiating from my pelvic area to my hip and lower back, incontinence, frequent uti's or urinary sensitivity,rashes, severe headaches, dental issues, metallic taste in my mouth, chronic fatigue, insomnia, loss of libido, painful intercourse, increase in gi issues, joint pain, dizziness.

Event description:
Add'l info received on (B)(6) 2015 from reporter for report mw5035155. Reporter called to give an update on her situation regarding essure. She stated that she had surgery on (B)(6) 2014, where the doctor discovered the right coil embedded in her uterus and the left coil barely in her tube. She said she had both coils and both fallopian tubes removed. She stated that both of the coils definitely had migrated. She said almost all of her pain is gone now that the coils have been removed.